Event description:
It was reported that after implantation of the implantable neurological stimulator (ins) the pt experienced strange "rumbling" paresthesia over her complete body which drove her "crazy". Changing setting/amplitude did not help. When the lead was removed, the strange sensations/paresthesia persisted and finally the ins was removed as well. After a few days, everything was back to normal. Pt would like to know if there was anything wrong with the ins. Pt's outcome was ok.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.